Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced hyperglycemia symptoms like dizziness and frequent urination. A blood glucose test on the patient´s meter resulted in 69 mg/dl. The patient´s father did not administer any insulin, but offered some food. When the patient still felt dizzy more than four hours later, the father took the patient to the hospital. A blood glucose test on the hospital meter resulted in 580 mg/dl and the father was intructed to administer the normal insulin dose. The patient did not receive any treatment from the hospital and was released after some hours.